Event description:
Caller reported a malfunction on the pump, indicated by malf 12, and sought assistance. There was no adverse impact to the customer¿s blood glucose level during the event. Technical support provided information on how to reset the pump and assisted with the reset, but the customer could not complete the reset at that time and planned to call back with charging supplies.